Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (540-541 mg/dl). The customer performed a supply change and delivered a correction bolus to treat the bg. The cause for the reported issue is unknown.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.